Event description:
Rep called in to report a burn at the return pad site on a pt. Megadyne return pad being used. It was stated that a valley lab pad was used, in fact valley lab was present as case began and did a in-service with them prior to case. The pt was a large male described as hairy with heavy sweating. Pad was placed on abdomen and burn was noticed when removed. Burn was 2 inches in diameter. It was also stated that no alarm sounded. Valley lab recommended 2 pads due to the size of pt. Valley labs adapter would not fit to the vulcan generator, so only one pad was used. I did offer to send her the pad placement instructions, customer stated that valley lab gave them some as well. Customer also stated that valley lab knew that the pad was placed on abdomen which is not a recommended placement area.

Manufacturer narrative:
Generator has not been returned for evaluation.